Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead got stuck in the valve/chordae. Attempts were made to pull back the ra lead,and the physician noted resistance when using multiple stylets to adjust the lead placement. It was noted that the helix hadn't deployed by mistake, confirmed by x-ray. As the physician was hesitant to keep pulling the pacing lead, the pacing lead was left in the patient. The ra lead was tested and the pacing lead was pacing the right ventricle (rv) and intermittently pacing the his bundle. The physician opted to leave the pacing lead inactivated for back up rv pacing if needed in the future. The patients other pacing lead that was initially placed in the rv was pulled into the atrium for single pacing system instead. No patient complications have been reported as a result of this event.